Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025 while sleeping. The site of detachment was tubing connector. The infusion set tubing came apart. The infusion set was in use for two days. The blood glucose level was high and the patient was treated with pump correction. No further information available.